Event description:
It was reported that the customer was hospitalized with dka. Customer had a virus which they believe lead to the incident. The review of the pump's history revealed the pump had alarmed no delivery several times, however, it did not alarm during the high pressure test.